Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that when checking the patient's device they noticed the settings were different than the settings documented from the last session. It was stated that the patient was previously documented to be set at a 1- 2+ bipolar configuration with amp 2.5v, pw 90us, rate 145hz. However, on date notified a monopolar configuration programmed was seen but the other settings remained the same. When re-interrogating the battery again the device reverted to a monopolar which was 2- c+ with the other parameters unchanged. The hcp may have gotten a message about the clinician programmer but didn't look closely to know what it said. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the settings changing and battery message were unknown. It was also reported that the hcp programmed bipolar setting in different group to resolve the reported issue. It was reported that the patient had an office visit with their hcp on (B)(6) 2016. It was stated that the deep brain stimulation (dbs) helps the patient with tremor and bradykinesia. It was reported that patient had gait improvement for about 2-2.5 weeks, but then symptoms worsened again around the time group settings were switched from d to c. It was noted that patient had no improvement upon going back to group d. It was reported that patient suffered slow, difficult walking and stiffness in lower back and legs. It was noted the patient was taking sinemet (25-100 mg), clonazepam (1 mg), and tramadol (50 mg). It was reported that the patient¿s blood pressure was 110/72 mmhg and pulse was 75 bpm. It was reported that the patient suffered gait abnormality and dystonia. It was noted that the final group d setting was configured at 1-, 2+ as noted at the previous programming session on (B)(6) 2016. Upon interrogation of the device at this office visit, it read 2-, c+ configuration. On the day of this visit, group d was switched back to 1-, 2+ configuration, and when it was later checked a second time, the configuration read 2-, c+. It was noted that a manufacturer representative had not heard of a similar phenomenon occurring. It was also noted that the hcp would continue to monitor the device for unexplained changes in settings. It was reported that the patient met with the hcp again on (B)(6) 2017 and complained of back pain. It was reported that the pain was exacerbated by walking for extended periods of time and that medication did not help. The following symptoms were reported: depression, less assertive/more passive, slurred speech, some difficulty swallowing with rare choking, some rare freezing episodes while walking, slightly stooped posture, slow hand movements, slow gait with some shuffling, slight rigidity, slight left hand tremor with action, minimal facial hypomimia, occasional numbness and tingling, and mild aching. It was reported that patient is somewhat slow and clumsy cutting food/handling utensils, dressing, with hygiene, and turning in bed, but that no help is needed with these tasks. It was also noted that patient¿s handwriting is moderately slow and small, but words are still legible. It was reported that patient is very independent and can do chores with some slowness, difficulty or impairment, but some may take twice as long. It was reported that the patient¿s pain was best on group a. It was reported that the patient noted most improvement on 1-, 2+ bipolar settings. It was also reported that patient¿s tremor was mostly absent, rigidity was quite mild, and dyskinesia was resolved. The patient¿s final programming settings are listed below: a: 1-, 2+; 2.5 v; pw 90; 185 hz 11-, 10+; 3.4 v; pw 120; 185 hz. B: 1-, 2+; 2.7 v; pw 90; 185 hz 11-, 10+; 3.4 v; pw 120; 185 hz. C: 1-, 2+; 2.7 v; pw 120; 185 hz 11-, 10 +; 3.4 v; pw 120; 185 hz. D: 1-, 2+; 3.0 v; pw 90; 185 hz 11-, 10+; 3.4 v; 120 pw; 185 hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.